Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that insulin pump had cosmetic damage. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer reported that crack is seen on reservoir side and bottom. The insulin pump will be returned for analysis.